Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported no complaint against the left side device. Healthcare professional later reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported no complaint against the left side device. Healthcare professional later reported left side capsular contracture baker grade iii. The device has been explanted and replaced.